Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na

Event description:
This is filed to report clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. Prior to inserting a clip, it was noted that due an implanted mitral ring, imaging was very poor. One clip was successfully implanted on the septal and posterior leaflets without issues. A second clip was inserted and attempted to be implanted on the septal and anterior leaflets. However, due to poor imaging, grasping was difficult. After the leaflets were successfully grasped, the deployment sequence was started. When attempting to establish final arm angle (efaa), the clip failed and opened 30 degrees. The clip was unlocked and relocked, then efaa was attempted again. However, the clip failed again. A third attempt was made, but the clip failed again. The physician was instructed to remove the clip since the lock could not be trusted; however, the physician decided to attempt to implant the clip by skipping the efaa tests. The clip was able to be deployed and did not open. A third clip was then implanted, reducing tr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported unintended movement and difficult positioning the device could not be replicated during return device analysis as the clip was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. A definitive cause for the reported unintended movement could not be determined in this incident. The reported poor image resolution that resulted in difficulty or delayed positioning appears to be due to procedural circumstances/operational context. It should be noted that per mitraclip system g4 instructions for use (IFU) states that ¿establish final arm angle¿ as part of mitraclip g4 pre-deployment clip assessment. Moreover, it should also be noted that the IFU warning section states that ¿do not use mitraclip outside of the labeled indication¿. Since mitraclip was used to treated tricuspid regurgitation, and the user failed to follow the instructions per the IFU, the reported improper or incorrect procedure or method and off-label use are an outcome of use error; however, the off-label and user error did not contribute to the reported issues. There is no indication of a product issue with respect to manufacture, design or labeling.na